Manufacturer narrative:
(B)(4). This is a duplicate of (B)(4), MDR #128950-2015-01664.

Event description:
The customer reported that the external paddles for the heartstart xl had a non functioning charge button. There is no indication of pt involvement.